Manufacturer narrative:
Alternate email address: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "damaged upon suturing".

Event description:
Healthcare professional reported that the device was "damaged upon suturing". The device was not implanted. It is unknown if surgery was completed with a back-up device.